Event description:
Adequate amount of blood placed in machine. Blood sugar read at 29. Nurse asked pt if he felt like his blood sugar was 29. Pt stated "no." Another adequate drop of blood placed in new strip. Blood sugar read 140. Machine was quality control checked 6/19/96, 0800.